Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began about one month prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿254mg/dl¿ on the subject meter and ¿272mg/dl¿ on a onetouch ultramini meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported decreasing their usual dose of novalog insulin in response to the alleged issue. The patient reported developing a symptom of ¿excessive sweating¿ around one week later. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca confirmed that the meter¿s unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom after adjusting their usual dose of insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.